Manufacturer narrative:
RMA (B)(4) was initiated for the return of this device. The mattress is model ma95p serial number (B)(4). User manual part no 1148139 rev rev d- 1/11 was provided to the consumer of this device. It is unknown if the consumer fully read and understands the user manual. The following warning is provided on page 10: "warning - "do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur." The maintenance history of the device is unknown. Dirty filters may cause overheating to the blower. The following label if found on the device and described on page 6: - device label "attention clean filter every 5 months and whenever dirty. Remove filter, wash, dry & replace." The device is equipped with circuit protection for the blower and is described in the chart on page 7: chart - "circuit protection: dual fused, 250 v, 1 a fast blow fuses." It is unknown if smoking, anesthesia equipment or oxygen were factors contributing to this incident. Fire hazard dangers are provided on page 13 and state: "fire hazard - danger - smoking - do not smoke while using this device. This system uses room air for circulation through the mattress. A cigarette can burn a hole in the bed surface and cause damage to the mattress. Also, patient clothing, bed sheets, etc. May be combustible and cause a fire. Failure to observe this warning can result in severe fire, property damage and cause physical injury or death. Smoking by visitors in the room will contaminate the system. Therefore, visitor smoking is not permitted. Anesthesia equipment - there is an explosion risk if used with flammable anesthetics. Oxygen - there is a possible fire hazard when used with oxygen administering equipment other than nasal mask or half bed tent type. The oxygen tent should not extend below mattress support level. It is unknown of there were electrical factors that may have contributed to this incident. Electrical dangers are provided on page 13: "electrical - danger: "electrical shock hazard. Do not remove cover. Refer to qualified service personnel." "Before performing any maintenance to the power unit, disconnect the power cord from the wall outlet." "Do not insert items into any openings of the control unit. Doing so may cause fire or electric shock by shorting the internal components" "the control unit must be kept away from all heat sources and radiators during operation." "Connect the equipment to properly grounded three prong wall outlet using 10-14 ft hospital grade power cord provided with the product." "Grounding reliability depends upon a properly grounded receptacle (3-prong)." It is unknown if the consumer has altered the electrical plug or connection. Power cord connections warning and caution are provided on page 18: "power cord connection: warning - "do not alter plug to fit a nonconforming outlet. Instead, have an electrician install a properly grounded outlet. Failure to use the correct plug and outlet can result in a potential safety hazard.""caution - ensure that the power cord of the control unit is not pinched, or has any objects placed on it, and also ensure it is not located where it can be stepped on or tripped over."

Event description:
The consumer was sleeping on the mattress when the unit allegedly started to beep repeatedly. The consumer woke up and allegedly noticed the footboard was smoking. He alleges the electrical unit was burning. The consumers wife unplugged the unit and took it outside. The consumer alleges the max pressure button was not working. No injury is alleged.